Event description:
It was reported that the screw allegedly broke when the surgeon was putting it in place. He believed that the screwdriver handle had counter torque and when it clicked he thought it worked not realising it did not. There was no reported delay or adverse effects to the patient.

Manufacturer narrative:
To date, the device has not returned for evaluation. Per initial reporter the surgeon believes it was their error . Additional reporting on this event will be provided as a follow up report if more information becomes available.